Manufacturer narrative:
The monitor cable for the navigation system was returned to the manufacturer for evaluation. Testing found that there was an open between two pins on the hd15 connector and the db25 connector. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The monitor was returned to the manufacturer for evaluation. Testing found that the monitor had a blank display when connected to a known operational outlet. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was required to be replaced. Once the monitor was replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: lcd staff 9733622 15.4in 1440 x 900. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the staff cart monitor was working upon start up, but upon returning, the screen was dark and unable to turn on. There was no patient present when this issue was identified.